Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. No additional adverse patient effects were reported. This ICD has not been returned for analysis.